Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the temperature sensing probe was coiled near the funnel of the catheter, causing it to stick out of the shaft of the catheter. The reported issue was noted prior to use.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation noted that the temperature wire was snaking and the sensor tip was not in the correct position. The temperature sensing probe was sticking out of the shaft of the catheter due to the thermistor wire was snaking. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter."

Event description:
It was reported that the temperature sensing probe was coiled near the funnel of the catheter, causing it to stick out of the shaft of the catheter. The reported issue was noted prior to use.